Event description:
It was reported via repair work order that the fowler was not being functional/ fowler not lowering in manual CPR mode due to malfunction fowler link, fowler potentiometer cable, and potentiometer linkage assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.